Manufacturer narrative:
The doctor reported that the patient is doing fine. The doctor will replace the broken abutment with a new abutment. The product was returned to facility, for evaluation. Visual examination of the returned product indicated that there were dirt particles (ceramic material) in between the threads of the central screw. Therefore, the abutment could not be fixed correctly. The cause of the abutment fracture was mobility of the abutment because it could not be fixed correctly. Please see the attached evaluation report. This is the final report. - attachment: [pitteasy abutment 9611820-2009-00001 - evaluation.pdf]

Event description:
In 2008, a doctor reported to facility, that a pitt easy implant standard abutment fractured at the post hex.